Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" against left device. The device has been explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight, broken shell, crease fold, and wear abrasion. A microscopic analysis was performed which identified: crease sharp broken on radius and stress marks. Based on the device analysis the final assessment is: - crease sharp broken on radius assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against left device. The device remains implanted.